Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that from one-and-a-half to two years ago, a physician who once worked in the hospital but now he/she does not, performed an artificial vessel replacement surgery on a patient. In that surgery, the physician ligated terumo's triplex graft near the subclavian vein with xl clips. Three clips were used at each areas two areas of 8 mm diameter graft, and 1 area of 10 mm diameter graft. A total 9 clips were used. On (B)(6), the patient fainted while driving and caused a car accident so he/she was hospitalized after the accident. In a hospital, CT scan found that all 9 clips slipped off the graft and damaged. Soon the thoracotomy procedure was performed and bleeding from the ligated locations was confirmed. After that all clips and their broken pieces in the patient were removed. Then the graft was bound by suture thread to stop bleeding and the procedure was finished. According to the physician the patient is now under treatment in ICU and there is no life-threatening on him/her.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned 7 clips from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The clips were returned loose. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that all 7 clips were broken. The clips were broken either at the hinge or the hook, or a combination of the two. There were no visual defects with the clips that would suggest a manufacturing related cause as to why the clips broke. The clips appear used as there is biological material present on the clips. The applier was not returned. Reference file (B)(4) for investigation photos. A risk evaluation was performed for this complaint and it was found that the root cause was off-label use. According to the risk evaluation, "hol clips are not indicated for use on artificial vessels." Reference file (B)(4) hol artificial vessel use for the risk evaluation. Per the memo to the risk evaluation, "all the supporting clinical and safety verification data, over the 25-year life span of this product line, has other remarks: been only for use with natural/native vessels. This is a very critical point, as once a natural vessel is ligated with a polymer clip it is only expected to remain on the vessel until the vessels heals, then necrosis from lack of blood flow, which will eventually lead to the clip falling off. This is the natural progression of the ligated natural vessel to fuse, heal and create a natural seal at the point of ligation." "Artificial vessels, were never tested for the use with hem-o-lok ligation clips. Clearly from the documented complaint below, they are not correctly positioned for this use, as an artificial vessel will never heal as natural vessel does. The hem-o-lok clips noted in the complaint below are detailed as being implanted 18 to 24 months ago, but in whatever applications they were applied this critical aspect of ligation, sealing and healing did not occur and will not occur with artificial vessels." "With the complaint below it is not clear how the hem-o-lok clips were being used, whether to occlude and/or connect artificial vessels, but it is apparent they are not being used within the regulated indication for use." Since the root cause of this complaint was determined to be 'user error', an in-service request has been submitted. The reported complaint of "clip slipped off vessel" was confirmed based upon the sample received. Visual examination of the returned clips revealed that all 7 of them were broken. A risk evaluation was performed for this complaint and it was found that the root cause was off-label use. According to the risk evaluation, "hol clips are not indicated for use on artificial vessels." A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Based upon the information provided and the results of the risk evaluation, the root cause of this complaint is user error/off-label use.

Event description:
It was reported that from one-and-a-half to two years ago, a physician who once worked in the hospital but now he/she does not, performed an artificial vessel replacement surgery on a patient. In that surgery, the physician ligated terumo's triplex graft near the subclavian vein with xl clips. Three clips were used at each areas two areas of 8mm diameter graft, and 1 area of 10mm diameter graft. A total 9 clips were used. On october 10, the patient fainted while driving and caused a car accident so he/she was hospitalized after the accident. In a hospital, CT scan found that all 9 clips slipped off the graft and damaged. Soon the thoracotomy procedure was performed and bleeding from the ligated locations was confirmed. After that all clips and their broken pieces in the patient were removed. Then the graft was bound by suture thread to stop bleeding and the procedure was finished. According to the physician the patient is now under treatment in ICU and there is no life-threatening on him/her.